Event description:
A malfunction was reported after the customer dropped the pump, which displayed a malfunction code and was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump to the customer, who was instructed on how to manage the current pump in storage mode and return it within ten days. The customer used a backup therapy to ensure continued insulin delivery during the transition.